Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic lobectomy, during the transection of the lung, the knife stopped and the staple formation was poor. The staple line was incomplete proximally. The staple line was fixed by firing a new one beside the staple line. The pusher also broke off.